Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." "Wear and/or deformation of articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04276 and 2015-01793).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to instability and wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced with a custom tibial bearing. The surgeon reported that the component did not contribute to the patient's instability. Patient underwent a further revision procedure on (B)(6) 2015 due to instability. The tibial bearing and femoral component were removed and replaced.